Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/12/2021. H.6. Investigation: a device history review was conducted for lot number 0161701. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by your facility was evaluated by our team of engineers. They have identified a small deformation in the paddle hub that led to a inhibited rotation of the paddle. The observed deformation is most likely caused by contact with a hard surface during the assemble process. H3 other text : see h.10.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 20ga x 1.16in 1.1mm x 30mm) was damaged but still operable. The following information was provided by the initial reporter: "the needle got stuck in the process of loosening and couldn't turn."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 20ga x 1.16in 1.1mm x 30mm) was damaged but still operable. The following information was provided by the initial reporter: "the needle got stuck in the process of loosening and couldn't turn".